Event description:
It was reported while the surgeon was implanting a trochanteric fixation nail tfn to treat an intertrochanteric fracture, the helical blade would not pass though the tfn nail during insertion. The surgeon attempted to insert two different helical blades and neither would pass through the tfn nail. The surgeon then used a tfn lag screw which was able to pass through the tfn nail. The intraoperative time was extended by 85 minutes due to the reported event. The procedure was completed successfully and there was no reported patient injury. Additional information reported the surgeon inserted the nail with care and without the use of a mallet or hammer. This complaint is alleged against 8 products. No complaint is alleged against the lag screw. This report is for one, helical blade coupling screw. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument that is neither implanted nor explanted. A review of the device history records was performed revealed one material review record (mrr) for 8 parts with visual nonconformance of bad weld under head of screw. The parts were reworked and inspected and all passed. It cannot be determined if this bad weld affected the ability of the parts to pass through the tfn or not. All records indicate the product shipped was manufactured to specifications. This review was indeterminate with respect to the complaint condition. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
According to the manufacturing evaluation, the part had dings on the end of the cap and knurling. Also dark ring marks down the length of the shaft. The lot initially conformed to all requirements per the certificate of compliance and was inspected-conformed to the synthes inspection sheets. Based on the evaluation performed and the unknown cause, this complaint is deemed indeterminate from a manufacturing position.

Manufacturer narrative:
Product development event evaluation was performed on the returned product. During this evaluation, the returned devices were assembled with known good mating instruments and implants to complete the insertion construct in order to evaluate the alignment of the returned devices. The mating known good parts included a cannulated connecting screw (part#357.397, lot#4546891), trochanteric fixation nail (part#456.315, lot#6700338), helical blade (part#456.305), cannulated connecting screw (part#357.397, lot#6606047) helical and ball hex screwdriver (357.515, lot#4936924). The construct assembled and the helical blade aligned and passed through the tfn as intended. There were no alignment issues experienced during this evaluation, therefore the complaint condition could not be replicated. The design is adequate for its intended use and did not contribute to this complaint condition. Therefore, this complaint is invalid from a design perspective.

Manufacturer narrative:
This device is intended for treatment, not diagnosis. A review of the device history records revealed one material review record (mrr) for (B)(4) parts with visual nonconformance of bad weld under head of screw. The parts were reworked and inspected and all passed. This visual nonconformance is not related to the complaint condition since the helical blade not passing through the tfn nail indicates the helical blade coupling screw was already attached and as a result there could have been no issues with the weld. All records indicate the product shipped was manufactured to specifications.